Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the event involved a male pt while in the cardio cath lab. The md following the instructions for use attempted to insert the teflon sheathed intra-aortic balloon (iab) via the left femoral artery. The iab was not able to advance to the right position. The md had vacuumed the balloon catheter properly inside of the tray, but the catheter was stuck in the sheath. As a result, the md removed the iab with the sheath as one unit. A new kit was opened and a new teflon sheathed iab was inserted via the same insertion site. There was no excessive bleeding during the procedure. There was a 5 minute delay or interruption in therapy with no harm to the pt. No medical/surgical intervention was required. There was no report of pt death or injury. The pt outcome is no complications to the pt.